Manufacturer narrative:
(B)(4), date sent: 2/12/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "what is surgeons experience with device? Were there any complications during the initial surgical procedure? How many clips were placed in the initial procedure? Were the clips visualized during the initial surgical procedure? Was the clip fully advanced and visualized in the jaws prior to firing? How long after the initial procedure did the reoperation occur? How was bleeding discovered or diagnosed (what tests, scans, etc. Were performed)? Were any blood products given? If yes, how much? Was the reoperation open or laparoscopic? What was found at reoperation? Were malformed clips observed? Were scissored clips observed? What is current patient status?" An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a free flap and reconstruction, the patient returned for bleeding, the clip had fallen off the vessel. It is unknown how many days after the procedure this occurred at the time of the call. The patient is doing well, no harm.